Event description:
It was reported when using thebd pyxis¿ medstation¿ es, station is not communication properly. The customer reported that the user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist checked synchronization status and confirmed that the stations communicate with server fine. The system functioned as intended. The technical support specialist reached out to the customer multiple times for further information after checking the logs and finding no communication issues with the server, the customer has not responded as of the date of this report.